Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized, but it was not device related. The customer stated that he was sick with the flu, and the customer was crashing even with the insulin pump off. The caller also requested assistance with changing the basal rates. A follow up was conducted, and found that the customer was hospitalized twice due to low blood glucose. No further information was provided.